Event description:
During a laparoscopic cholecystectomy, due to clip was malformed (scissored), dr. Could not achieve enough hemostasis. (Woosing was minor). A similar device was used to complete the procedure. There was no pt consequence. One device returning.